Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 15-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2009 essure (fallopian tube occlusion insert) was placed. During the insertion, the doctor could not find the right fallopian tube in the first instance. Historical condition included gallbladder removed in 2008. On (B)(6) 2009 the consumer experienced painful placement and complication during insertion. In an unspecified date the consumer experienced pain in abdomen, cramps, gastro-intestinal complaints, allergic complaints, lower back pain, arthralgia, muscle cramps, neuralgia, increase or decrease of weight, loss of libido, tiredness, insomnia, heavier menstruation, inflammation in the hands and wrists extended to the shoulders, hips, knees, ankles, feet, thyroid gland-related complaints, and galactorrhea. Time until start complaints was 24 months. The consumer reported problems with daily tasks, relation and/or family problems and social life is deteriorating as influence on her daily life. She was examined for food intolerance but no result was provided. Unspecified treatment is planned. Company causality comment this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. Pain in abdomen is listed in the reference safety information for essure. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pain in abdomen and essure use cannot be excluded. Since consumer reported problems with daily tasks, relation and/or family problems and social life is deteriorating as influence on her daily life, seen as disability, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Quality safety evaluation received on 26-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. Pain in abdomen is listed in the reference safety information for essure. Pelvic, abdominal, and back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between pain in abdomen and essure use cannot be excluded. Since consumer reported problems with daily tasks, relation and/or family problems and social life is deteriorating as influence on her daily life, seen as disability, this case is regarded as incident. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information is expected.